Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that channels working on one side of the pcu but not the other side of the pcu. This was reported to bd associate during the site visit. No further information available, no products available for investigation. There was patient involvement but no harm.